Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure that the perforator bit did not stop. It was also reported that there was no injury to the pt and the event did not result in a procedural delay.